Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative: degenerative scoliosis. Procedure: l2-5 olif (oblique lateral interbody fusion). It was reported that intra-op, at l3/4 and at l4/5, when cage was inserted to the indicated position, it was felt the inserter was loose. When shook sideways, it was found that the cage was broken. Cage was replaced. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual optical visual and optical inspection confirmed a piece of the implant was returned and the body of the implant was not returned. Optical inspection of the implant confirmed the threaded inserter attachment section has broken from the body of the implant. Given the condition of the implant the root cause of failure is undetermined. If information is provided in the future, a supplemental report will be issued.